Event description:
The hearing aid user complained of discomfort deep in the ear canal. The hearing aid specialist examined the ear and saw no swelling, redness or other signs of irritation. The user told the hearing aid specialist that he had reported the pain to his doctor, who prescribed anti-biotic ear drops. The hearing aid specialist believes that the problem will be revealed by remarking the hearing aid shell and shortening the length of the canal. The hearing aid was remade and sent to the specialist for delivery to the customer.